Manufacturer narrative:
One device was received and evaluated. Visual inspection found the tank cover was cracked, there was wear and tear on the plate clip and line cord and the pcb and power switch were outdated. Visual inspection was performed and did not duplicate the low fluid alarm but a disposable alarm was observed. The micro switch was found bent which caused this issue. The most probable root cause is damage caused by the user.

Event description:
It was reported that the device was alarming for low fluid. No patient involvement was reported.

Manufacturer narrative:
Other text: additional information: d4 UDI is unknown. No product information has been provided to date. B5, d5, e4, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email 25 apr 2022. Event date updated. Found during preventive maintenance (pm). No patient involved.